Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, dissection, distal embolization, intracranial hemorrhage, hematoma or hemorrhage at the site, vessel spasm, inability to completely remove thrombus, thrombosis, ischemia, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2021-01004, 3005168196-2021-01006.

Event description:
During its post-market surveillance activities on (B)(6) 2021, penumbra inc. Became aware of a journal article titled, "mechanical thrombectomy in basilar artery occlusion: influence of reperfusion on clinical outcome and impact of the first-line strategy (adapt vs stent retriever)¿ (gory et al. 2018). This article includes the clinical analysis of forty-six patients from three stroke centers between (B)(6) 2010 and (B)(6) 2016 who underwent procedures in the basilar artery utilizing the direct aspiration first pass technique (adapt). It was reported that aspiration was performed mostly with a penumbra system ace 60 reperfusion catheter (ace60); however, eight procedures utilized a penumbra system 5max reperfusion catheter (5maxc), one procedure utilized a penumbra system 3max reperfusion catheter (3maxc), and two procedures utilized a penumbra system ace 64 reperfusion catheter (ace64). Reported procedural complications included one new-territory embolic event and one vessel perforation. It was not specified which penumbra catheter was being used when the events occurred, nor the relationship between the penumbra catheter and the respective procedural complications. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.